Manufacturer narrative:
Exact date unknown, event occurred a week prior to the procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7088131.

Event description:
It was reported that the patient experienced loss of stimulation due to lead migration. No device malfunction was suspected. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well post-operatively and the explanted leads will not be returned.